Event description:
It was reported that alarms from the unknown iabp console were present during use with linear 40cc balloon. No harm to the patient was reported.

Manufacturer narrative:
(B)(6). The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. Upon completion of the investigation into this event a follow up report will be submitted.